Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide after a diagnostic procedure. Reportedly, the sheath could not be split completely. Manual arterial compression was applied to achieve hemostasis. A 5fr sheath was used. There was no adverse patient sequela. There was no reported clinically significant delay in the entire procedure. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Event description:
Subsequent to the initial medwatch report: it was reported that an arteriotomy closure of the common femoral artery was attempted using a starclose se after a diagnostic procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps/instructions (a femoral angiogram was not taken). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The inspection of the device confirmed the reported sheath splitting issue. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.